Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the synchron lx I 725 instrument. The initial accu tni result was 1.32ng/ml. The result was reported out of the lab and questioned by the physician as not matching the clinical picture of the pt. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was 0.10ng/ml. A corrected report has been issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.